Event description:
It was reported that the patient exhibited a scab and erythema around the wound. There was significant amounts of pus which tracked all the way down to the pocket. The device and leads were extracted and replaced and the patient was put on antibiotic therapy. It was noted that the patient was enrolled in the surescan pas clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.